Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant was not reported. Currently the aneurysm is 9 cm in diameter. Vessel morphology was reported as there the aortic neck was 26-32 mm in diameter, 8 mm in length and disease progression with aortic neck dilatation. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The rupture was due to the talent bifurcated stent graft migrating into the aneurysm sac. The rupture was treated by placing an endurant bifurcated stent graft, an endurant contralateral limb and an endurant ii aortic cuff. The secondary procedure was successful and the patient was stable post-procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation)